Event description:
Customer's neighbor reports the customer receiving a reading of 155 mg/dl and taking insulin based on this reading. Shortly after, the customer became lethargic and the paramedics were called. The paramedics took a blood glucose reading with their unknown brand meter and received a result of 23 mg/dl. The customer was then transported to the hosp by the paramedics. Treatment provided was not specified.